Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump depleted from 50% to 20% while connected to a power source. In addition, the pump could not be charged properly despite the attempt of multiple wall adapters. The battery gauge later increased from 35% to 100%. The customer's blood glucose level was 81- 111 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy. The customer also has manual injection supplies available.